Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the user facility, the core universal driver was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the core universal driver was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the potted trigger assembly was found to be in need of replacement due to corrosion and the motor cartridge was found to be shorted. The device was repaired and returned to the user facility.